Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped less than 70 mg/dl while wearing the pod. The patient felt weird, hypotension and loss consciousness. The patient was treated with glucose and was released a few days later day. The pod was discarded.